Event description:
Hill-rom received a report from the customer stating that base motor will not retract. The lift was located in the patient room. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The customer found the slipper came loose and was broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. No further information is available on the repair of the lift at this time. The investigation is ongoing, however, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.